Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and continuous glucose monitor and loss of communication between pump and mobile application. Also reported pump went dead after getting a battery failed alarm. In history of pump it was found that customer received insert battery now alert and the customer also received pump error 15 (the critical block and inverse critical block did not add to zero) and the pump error 4 (the motor arm cannot communicate with the main arm) in the alarm history. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-1884l. Troubleshooting was performed for battery failed alarm and customer confirmed no damage reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. Troubleshooting was performed for loss of communication between pump and transmitter. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for communication issue between pump and mobile. Unpairing and repairing the pump and mobile device resolved the issue. Troubleshooting was partially performed for pump errors. Customer was able to clear the alarm and did not received request for rewind. No harm requiring medical intervention was reported. No product return is required for mmt-6102. Product mmt-1884l was requested and customer agreed to return the device. The customer will discontinue the use of the device mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the device will not be returned for analysis.